Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of -11.00 diopter was implanted into the patient's right eye (od) on (B)(6) 2022 as a replacement lens to address low vault but it did not resolve the problem. Per updated information the reporter stated " currently, the patient is in good condition, with va 20/20 and iop 15, but with low vault. No intervention for the time being, clinical observation is performed first, and the lens may be replaced or removed again if necessary". If additional information is received a supplemental medwatch report will be submitted. See MFR # 2023826-2023-00700 for claim against the initial lens.

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).